Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a previously implanted non-medtronic surgical valve with severe prosthetic aortic valve stenosis, the patient was admitted to the hospital with progressive breathlessness. A chest x-ray and computed tomography (CT) of the chest showed diffuse bilateral infiltrates consistent with atypical bilateral community acquired pneumonia (probably atypical micro-organism) with concomitant pulmonary oedema. The patient's troponin level was significantly elevated. A diagnostic coronary angiogram showed that the patient's previously placed stent remained in the patent. The patient had diffuse distal/branch vessel disease along with diabetes. The patient received intravenous (IV) antibiotics and diuretic therapy and was managed in the intensive care unit (ICU). The patient was ventilated and multiple inotropes were administered. They developed progressive multisystem organ failure including acute on chronic kidney injury. The patient required increasing levels of inotrope support, so it was decided to perform a valve in valve implant to try to support their cardiac output. A medtronic transcatheter valve was implanted valve in valve without complication. A intra-aortic balloon pump (iabp) was also placed. The patient initially made good progress following the procedure, but progressive septic shock continued. It was noted that the septic shock was present prior to the valve in valve implant. The patient was supported with further inotropes and hemodialysis, but ultimately succumbed to overriding sepsis and shock and passed away. Per the physician, the transcatheter aortic valve was functional after implant as was evident by normal blood pressure and waveform at the end of the implant procedure. The physician had no concern over the valve contributing to further decline of the patient. According to the physician, the valve implant procedure did not contribute to the patient's death. The documented cause of death was septic shock complicated by multisystem organ failure including kidney failure which required dialysis.